Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection of fortum (1 gram, route, frequency and duration not reported) and meropenem (1 gram, route, frequency and duration not reported) for peritonitis. At the time of this report the patient outcome was unknown. Action with dianeal was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was not hospitalized for the peritonitis event. On an unreported date, treatment with fortum and meropenem were discontinued. The patient was recovered from this peritonitis event. On an unreported date, dianeal therapy was discontinued and the pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.